Event description:
On (B)(6) 2024, I had contoura vision topography-guided prk at (B)(6) in (B)(6) in my right eye. Soon after the procedure, I experienced severe pain that never went away. I was diagnosed with higher order aberrations (starbursts, halos, glare, ghosting, etc.) That also caused severe night driving impairment, dry eye, meibomian gland dysfunction, corneal neuropathy and trigeminal neuropathy. As a result of the severe pain, I was admitted to (B)(6) hospital in (B)(6) from (B)(6) 2024. I was admitted due to severe chronic pain, suicidal ideation, severe anxiety and depression secondary to chronic pain and malnutrition.